Event description:
Country of complaint: (B)(6)e. The positioning pin of the nq876r is loose - there is a risk of fall.

Manufacturer narrative:
Us reporting agent notified on: (B)(6) 2014. Manufacturing site evaluation: evaluation on-going at (B)(4).